Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported system resulted in several gas breakthrough blisters and the flap was not optimally prepared in the right eye of the patient during lasik surgery. There was no patient contact reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows seven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Patient interface was received for investigation, however it did not provide any input on the root cause. It cannot be confirmed whether it is the patient interface used during surgery. From the provided treatment report image and the video attached to supporting documentation, it can be observed that immediately after the canal cut, a formation similar to a bubble occurred, under the application interface, several additional dark spots are present in the flap, probably uncut areas. It is also visible that the canal was most probably shot in the patient interface. At this point it should be clear to user that flap is most probably not fully cut. According to initial report user did not attempt to open flap and aborted surgery. A non-conformance investigation addressed the issue of similar issues, usually described as thin/thick flaps encountered in other entities and also from other countries. Non-conformance investigation found that thin or thick or incomplete flaps can be caused by inappropriately inserting the patient interface¿s applanation cone into the application interface of the femto second two hundred laser device so that it sits in an uneven position. Non-conformance investigation is closed, and actions have been initiated based on the findings. According to information provided in the complaint, the local clinical application specialist discussed the clinical bulletin ninety-seven with user and explained the scenario. The root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).